Event description:
It was reported that balloon rupture occurred.a 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.